Event description:
It was reported that during a neucleoplasty procedure using a dc spinewand w/ciq with a perc-dc 19 gauge cannula, the dc spine wand electrode would not fit into the cannula. The procedure was stopped and the pt was sent home after sedation wore off, without having the procedure. There were no further details reported regarding the rescheduling of the procedure nor any reported pt complications.